Manufacturer narrative:
The investigation into the into the hemolysis and renal issues has been completed since the original report was filed. Product was returned and investigated. Per the clinical information, there were concerns for hemolysis with creatinine and lactate dehydrogenase (ldh) beginning to significantly uptrend over the course of four days and peaking during impella 5.5 support. Impella 5.5 pump was returned in a cut open state at catheter 35 cm marking. Visually inspected and keyence imaging utilized to confirm huge thrombus/biomaterial being stuck over the outside of the cannula and significant biomaterial was wrapped around the impeller at outflow. Data logs were reviewed, and motor current spike was observed. No suction alarms or position issue alarms were found. The cause of the hemolysis with subsequent renal impairment (as evidenced by rising creatinine) was due to significant biomaterial ingestion (thrombus).

Event description:
The complainant reported that a 56-year-old male patient had an impella 5.5 as bridge to left ventricular assist device (lvad) implant. Patient¿s creatinine and ldh began to significantly uptrend over the course of four days. During this change in lab results a swan was inserted (eventually clotted off) showing that the patient was hypervolemic. After lvad placement, patient¿s kidney function, hemolysis markers and symptoms improved quickly. The physician believes there was clot formation in the device causing the clinical deterioration.

Manufacturer narrative:
The device was returned and an evaluation is pending. Upon conclusion of the investigation, a supplemental report will be submitted with a summary of the results. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿